Event description:
It was reported that the 3.0x16 mm and 3.0x19 mm graftmaster stents were selected for treatment of a perforation that occurred during use of another device in the mid left anterior descending artery. The graftmasters were deployed successfully to treat the perforation; however, the patient returned to the cath lab on (B)(6) 2013 and was rehospitalized for a myocardial infarction. Angiography revealed thrombosis in both graftmaster stents. Thrombus aspiration was performed after which balloon angioplasty was performed on the stents. Intravascular ultrasound confirmed the stents were clear and the patient is currently in the critical care unit; however, is stable. This patient was non-compliant with her medication. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of myocardial infarction and thrombosis are known adverse events as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The additional graftmaster stent referenced is being filed under a separate medwatch report.